Manufacturer narrative:
The manufacturer received x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture after a sudden fall.

Event description:
Please refer to report 0009613350-2020-00106.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that patient was implanted on (B)(6) 2020 and underwent revision due to fracture after the patient sudden fell on (B)(6) 2020. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: the provided x-ray pictures confirm the breakage of the ncb pp plate. Images: review of the received images shows a breakage of the ncb pp plate in two pieces. Patient data: a patient (from patient's husband) letter dated (B)(6) 2020 is available. The patient wants to know how the ncb pp plate could break. He is also informing us that the plate and some x-ray pictures are available for the investigation. Patient is since (B)(6) 2020 in a wheelchair. Product evaluation: visual examination: the fracture of the plate is located through the middle screw hole of a three hole pattern. On the fracture surfaces, beach lines are visible which point to a fatigue fracture. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. On the fracture surfaces there are polished areas and some scratches, probably due to contact between the parts after the fracture. No considerable deteriorations, deformations or imperfections can be seen. The part shows some normal signs of usage. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that patient was implanted on (B)(6) 2020 and underwent revision due to fracture after the patient sudden fell on (B)(6) 2020. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the ncb plate have met the specifications valid at the time of production. The raw material certificate of the plate was reviewed with no anomalies noted. The complaint history search identified no additional complaints for the same reference and lot number combination. The investigation did identify a nonconformance or a complaint out of box (coob). The received x-ray pictures and images confirm the breakage of the ncb pp plate. The visual examination of the plate indicates a fatigue fracture. Macroscopically, no defects can be observed that could trigger or contribute to the fracture. Fatigue fractures can occur due to a cyclic overloading. Possible contributing factors to the overload could be a not properly healed bone fracture and / or not adherence to the postoperative protocol (patient behavior). Based on the available information and performed investigation, an exact root cause for the plate breakage could not be determined the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture after a sudden fall.

Manufacturer narrative:
Additional information which was received on oct 22, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).